Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with injection vancomycin (2 grams, route, frequency, and duration not reported) and fortum (500 milligrams, route, frequency, and duration not reported) for peritonitis. The action taken with dianeal therapy was not reported. Patient outcome was unknown. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Upon follow up it was reported the patient completed the antibiotic dose, was recovered from the event of peritonitis and was doing well. Should additional relevant information become available, a supplemental report will be submitted.